Manufacturer narrative:
Concomitant: product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3487a-56, lot# v492277, implanted: 2013-(B)(6), product type lead. Product ID 3888-56, lot# va08qwy, implanted: 2013-(B)(6), product type lead. Product ID 3487a-56, lot# va02g1l, implanted: 2013-(B)(6), product type lead. Product ID 3888-33, lot# va03wl0, implanted: 2013-(B)(6), product type lead. (B)(4.)

Event description:
It was later reported that the patient fell ¿a month¿ prior to 2014-(B)(6) and the ins was irritating the patient. It was noted that the doctor revised the pocket. It was noted that there was no further course of action and the patient was happy with coverage at this time. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had shifted because the patient had fallen. The patient had surgery on (B)(6) 2014 to reposition the ins. Additional information received reported that at the time of the pocket revision, there had been no change in coverage, and it was thought that it was working just fine. No patient symptoms were reported.